Event description:
During a remote follow-up, oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. The oversensing was able to be reproduced. Reprogramming was performed to resolve this event. The patient was stable and will continue to be monitored.